Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. After replacing the charger enclosure the issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. The charger enclosure was returned and is currently under analysis.

Event description:
A medtronic representative reported that the battery indicator on the imaging system was red and blinking. The image acquisition system (ias) did not boot up when the batteries were charging. There was no patient involved with this concern.

Manufacturer narrative:
A review of the software logs show the that the ias computer was started 2 times and indicated that the charger card has an error and that the battery status is critically low. The software logs confirm there was a problem with a charger card. No other information is available in the log file. Suspect hardware issue as it was resolved when the charger enclosure was replaced. O-arm software was functioning as designed. Investigation of returned suspect charger finds that the reported issue was caused by an electrical failure. Testing indicated charger #3 rgo in battery measuring circuit failed. Open or solder problem.